Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call of low blood glucose and hospitalization from the insulin pump. The customer's blood glucose reading was 30 mg/dl. The husband stated that he found his wife unconscious in the bed and he called emergency medical assistance. The paramedics treated the patient with a glucagon shot and some type of liquid. The husband also stated that his wife had problems with inconsistent sensors. The customer troubleshooted last week and it did not go off.